Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the battery oscillator device and it was determined that the oscillation head of the device had a crack. The root cause of this condition was determined to be due to a design issue and has been captured under a CAPA. The assignable root cause of the sticky trigger was determined to be traced to component failure due to normal wear. A review of the device history was performed and no non-conformances were detected related to the reported condition. (B)(4).

Event description:
It was reported from (B)(6) that during in-house engineering evaluation, it was determined that the oscillation head of the battery oscillator device was cracked, and the swing fork was worn, the device had a sticky trigger, and the mode switch resistance was low. It was further determined that the device failed pretest for general condition, check saw blade coupling, trigger test, and mode switch test. It was noted in the service order that the saw adapter was damaged. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.